Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch received (B)(4): the account reports that the patient was prepped for a portacath procedure. The physician acquired vascular access via the patient's right internal jugular [ij] vein under ultrasound guidance. The physician then inserted a guidewire through an introducer and proceeded to advance the guidewire into the patient's right atrium. The physician experienced some resistance when trying to remove the guidewire and was able to verify under fluoro that the wire was uncoiling with each removal attempt. After several unsuccessful attempts, the patient was prepped for right antegrade femoral vein access. The physician was able to successfully snare the tip of the wire. The wire was then cut at the patient's right ij and was removed in-tact through the patient's right femoral vein. The procedure continued and was uneventful. The patient returned to recovery awake and stable.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. A review of this MDR identified a typographical error in box g5.